Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 488 mg/dl. Customer reported the following symptoms related to their high blood glucose was dehydration. Customer treated high blood glucose with the insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears norma. Now the blood glucose was 200 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.